Manufacturer narrative:
Device label codes: 1701, 1738, 1738. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The dr noted a little resistance when the iab was inserted into the pt. After four hrs of iabp, the "helium gas leak" alarm sounded from the pump. Blood leaked into the catheter. Event complications: none from the event-reported 10/18/96. Pt's current status:unk-rpt'd 10/18/96.